Event description:
Initial ventriculoperitoneal shunt placed april '96 for a diagnosis of normal pressure hydrocephalus syndrome. Over last several months, perhaps since fall of '96, there has been gradual but progressive decline in ability to ambulate and in his balance (unable to walk without assistance or get up from sitting position on own). Patient admitted to hospital and had removal of right ventriculoperitoneal shunt and placement of new shunt system on 4/8/97.